Event description:
Event reported to on 11/29/01. Service was performanced on device on the day before the event. Device was tested by svc tech and pronounced usable on the day of the event. User facility processed tissue with device on the day of the event without changing reagents (it is considered good laboratory practices to change to fresh reagents after servicing). Three days later the reagents were changed per the facility's regular practice. Also on this date, the pathologist reported that 39 specimens run on this device prior to the change were problematic. There are no reports of problematic processing runs after the reagents were changed.